Event description:
It was reported that upon connecting the laser to the outlet/circuit breaker, the laser would not start or power on ( no fan , no clicking noises occurred). The case was completed using an alternate procedure (turp). Outcome: "no injury to the patient".

Manufacturer narrative:
System analysis/service repair on april 2, 2014: the reported ¿laser will not power on" issue was verified and determined to be a faulty male plug connection; a wire in the male plug was loose. The male plug connection was tightened and all systems of the laser were tested; tested all power output from the laser. The system was verified that the laser operates within specifications.